Event description:
It was observed that during the device inspection, the tracheal intubation fiberscope's indication on the connecting tube had a disappeared area. (1 mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out g2 and an update to field h3. The device was evaluated by olympus, and confirmed result of the reported event. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the evaluated event occurred due to stress of repeated use, external factors, or handling of the device. However, a specific root cause of the evaluated event could not be identified. Olympus will continue to monitor field performance for this device.